Manufacturer narrative:
The reported complaint of the autopulse platform's load sensors are not functioning was not during initial functional testing but confirmed in the archive. There were no device deficiencies found during evaluation, the autopulse platform functions as intended. Unrelated to the reported complaint, damaged front and bottom enclosures on the returned autopulse platform were observed during visual inspection. These types of physical damages on the platform most likely attributed to mishandling. The damaged front and bottom enclosures were replaced. Also, a sticky clutch plate was observed and deburring was performed to remedy the sticky clutch plate. Review of the archive data revealed user advisory - ua07 (discrepancy between load 1 and load 2 too large), ua02 ( compression tracking error) and ua17 (max motor on time exceeded during active operation) errors occurred on the reported event date, these uas can attribute and considered related to the reported load sensors issue. Therefore, confirming customer complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua07 error message alerts the operator that the load sensing system has detected a weight/load imbalance between the two load cells. (Ua) 07 indicated that either the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. Ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. Ua17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The reason the autopulse platform stops after a few compressions, it is trying to build up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. The drive train motor brake gap inspection was performed and verified the gap was within the specification. The load characterization check was performed and verified that the load cells are within specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Manufacturer narrative:
Zoll has received the product for evaluation; however, investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported that the load sensors are not working on the autopulse platform (serial # (B)(4)). No patient involvement.